Event description:
In 2009, the patient reported experiencing air bubbles "quite a lot" in her insulin cartridges. She stated that the air bubbles are not present when the insulin cartridge is inserted into the infusion device. She stated that when she sees air bubbles, she disconnects from her infusion set and primes them out. She stated that she has experienced elevated blood glucose in association with air bubbles (values not provided). She was not experiencing elevated blood glucose or air bubbles, at the time of the report. Her target blood glucose level is 80-140 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.